Event description:
It was reported that an ilet user experienced recurrent hyperglycemia, including a recorded glucose of 366 mg/dl, after frequently announcing less-than-meals during illness and repeatedly pausing insulin delivery. The user¿s healthcare provider recommended and the agent assisted with a full reset, including cartridge and infusion set changes, continuous glucose monitor (cgm) pairing, and re-entry of weight, followed by education on post-reset best practices. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included user education, completion of troubleshooting steps, and assignment for additional training to review meal announcements, pausing guidance, and potential cgm target adjustments. Investigation included review of device report logs and user-reported history. Investigation of this case revealed use-related maladaptation of the ilet due to incorrect meal announcements during illness and repeated therapy pauses, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-controlled inputs and use conditions during illness leading to algorithm maladaptation.